Event description:
It was reported that the patient requested three extra cassettes in this order. Patient said one of the cassettes she received last shipment did not work and two other cassettes were broken when she received her package. Patient does not have lot numbers to defective cassettes. Patient never specified how or why the one cassette would not work. Unknown reason for cassette not working. Patient did not specify what she meant when she said the cassettes were broken. The cassettes are not available for return. Patient states that there were no changes to her breathing and no changes to pulmonary hypertension symptoms. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. The reported product fault did not occur while in patient use. No patient injury. Actual cassettes are not available for investigation. Cassettes were replaced. Patient had additional cassettes and was able to switch and successfully continued the infusion. Infusion is life sustaining. The outcome of the event was resolved.

Manufacturer narrative:
UDI and catalog information are unknown. Protocol number premarket (510k) number is unknown. Manufacturer date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-26185. The report was submitted in error.